Manufacturer narrative:
A covidien sales representative took possession of the product from the account, and its whereabouts are unknown at this time.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: during the last fire with the endo gia 60mm, in the making of the gastric sleeve, the surgeon noticed that the staples did not form. The surgeon was using peri-strips. The surgeon re-stapled around the staple line without peri-strips and proceeded to over-sew the staple line. The recovery from there was reasonably good until 9 weeks later when the patient reportedly fell, and then presented with upper left quadrant pain in the ER. A splenic abscess was found on the spleen close to the staple line on the upper edge of the gastric sleeve, with some small specks of free air visible on the CT scan along the staple line that transected the stomach. The surgeon brought the patient back to the or and performed a splenectomy. There was no leak on the gastric sleeve. The patient's status was reported as doing well.